Event description:
The complainant alleged during a cardioversion of a patient (age and gender unknown), the device failed to discharge after two attempts. However the device did discharge on the third attempt. The complainant indicated that there was no adverse affect to the patient as a result of the reported malfunction. The complainant indicated that the facility's biomed department duplicated the reported malfunction. They found dried defib gel on the adult shoes. They removed the adult shoes and the device delivered energy appropriately through the pedi electrodes.